Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Clavicular crush damage was found 27.5 - 28.2 cm from the connector pin, distal to the suture sleeve tie impression. In this region, the outer and inner insulations were damaged and all the filars of the outer coil were fractured. The cause of the noise is consistent with clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise in both unipolar and bipolar configurations. The lead was explanted and replaced on (B)(6) 2018. The patient was stable upon arrival and stable at completion of procedure.

Event description:
New information receives stated that prior to lead explant the patient experienced dyspnea/shortness of breath and presented to the emergency room. Programming changes were made at that time; however, the issue reoccurred and the patient presented to the dr's office for follow up. Lead fracture was suspected. The lead was replaced on (B)(6) 2018 and reprogrammed on (B)(6) 2018.